Manufacturer narrative:
The insulin pump was received with intermittent action button response due to a flattened button dome switch. The lcd connector was not found unlocked during visual inspection. The following physical damage was also noted: minor scratches on the lcd window, cracked reservoir tube lip, cracked lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call her action button on the insulin pump was hard to press; the customer needed to use two thumbs to depress the button. The customer also suffers from neuropathy, which exacerbates the button issue. The customer's blood glucose at the time of incident is unknown, but it was in the high 200 mg/dl range. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.